Event description:
It was reported that during a total knee replacement surgical procedure, it was observed that the battery oscillator device did not secure the blade device. According to the report, the blade device came loose when the drill device was running. As a result, there was a five minute delay to the planned surgical procedure. A spare set system was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the straining ring was loose and it would not properly lock the blades. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.